Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology and likely due to the ruptured papillary muscle. The reported patient effect of worsening mr appears to be a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat functional mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted, reducing the mr to <1. On (B)(6) 2017, it was found that the second clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr had increased to 1-2. The patient was confirmed to be stable and discharged without any further treatment. No additional information was provided.